Manufacturer narrative:
Product recall initated august 21, 2007. No product is being returned for evaluation.

Event description:
A pt underwent a follow-up procedure to remove a calaxo screw. Pt previously had their knee drained. Sales rep suggested specimen be collected for testing.